Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the probe cover damaged is cause traced to component failure and universal cord had dirt is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic gastrovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that probe cover damaged and universal cord had dirt was found. There was no patient involvement.